Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure. Additional information was received that the patient had an ipg replacement.